Event description:
The reporter stated, the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens. At a follow-up visit sixteen days post-op, it was noted the pt had inflammation in their eye. The pt also had hypopyon. The pt was on pred forte and antibiotics but the inflammation was not subsiding. The pt as put on antifungal drugs and the inflammation cleared up. The lens was explanted approx two weeks ago. No other lens has been implanted. Additional info has been requested, but none has been forthcoming. If additional info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval results- (other): a lens work order search was performed, and no similar complaint was found.